Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain more information were unsuccessful. The company was informed that they are not sure if an explant or repositioning occurred. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2024 the recipient underwent repositioning surgery. The recipient's headaches were resolved until the headaches resumed (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced debilitating headaches post implant. The recipient was reportedly revised for surgical site medical reasons in 2024. The headaches reportedly resolved after surgery; however, the recipient is now experiencing both headaches and tinnitus with and without device use.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the recipient also presented with swelling. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.